Manufacturer narrative:
(B)(4). When the event occurred, it can be argued that the device was used for treatment of a person, and in this way contributed to the adverse event. Initially it was suggested that the patient lost his balance due to the supportive armrests malfunction; however, as per our investigation, it was found that this assumption was incorrect. The hoist was processed through a visual and function test by the arjohuntleigh representative that visited the customer site. It was confirmed that the arc rest was damaged at the sides. From that perspective the device did not adhered to the specification requirements at the time of the incident. Note that there was no component detachment or sharp edges exposed. The device was in full working order. Upon the course of the investigation the following was found: the customer used the hoist without the required supporting sling accessories. The sara plus has been designed to be always used with the specifically designed arjohuntleigh supporting slings. According to that the patient's body weight had not been supported as per our intended use. The sara plus device was used without the footboard and kneepad part. As per device instruction for use these components might be removed only for walking practices with the patient. In this case, it was stated that the incident occurred at the time of patient's lifting activities. This fact support the view of inadequate use of the sara plus floor lift. The arc rest foam was damaged. The arc rest (with handgrips) is an integral part of the lifting mechanism of the lifter, the intuitive and supportive armrests allow patient participation and comfort during the lifting procedure. Based on the information provided, the surface of the arc rest foam was damaged at the sides. This type of scratches / breakage clearly suggest miss operations such as hitting the obstacle, door frames, walls, bed legs etc. As per instruction outlined in device instruction for use, before attempting to use the hoist, the room has to reviewed of obstacles and if any are identified, they should be removed instantly. This again represents using the device in a way that is not in accordance to the device instruction warnings. Despite it was indicated that the arc rest failure contributed to the patient's fall, the conclusion of this investigation is that the event is not related to a technical malfunction of the device, but rather due to multiple use error (i.e. Using the sara plus floor lift without the required sling accessories). These information brings us to the assumption that the event was caused by the user not following our recommendations included in the device instruction for use. All of these off label forms of using has been confirmed by the involved customer. When reviewing similar reportable events for sara plus devices, we have found a number of cases related to the failure: user did not follow the device instruction for use (IFU) recommendations since that appears to be most related to the investigation findings. The occurrence rate of a reportable complaint with this fault description is relatively low.

Event description:
Arjohuntleigh received a complaint where it was indicated that as a consequence of lifting procedure with sara plus device, the resident fell back into the commode. No injury was reported.